Event description:
It was reported that the intrathecal pump was unable to be refilled, and the physician attempted to revise the pocket and secure the pump. It was discovered the pump was actually placed originally below the abdominus rectus muscle. When the physician opened the pump pocket, he found that the pump had eroded through the abdominal viscera and was floating beneath the fascial layer in the abdomen. A general surgeon was called in to further dissect the abdomen, retrieve the eroded pump, and close the abdominal muscle layer. It was reported that there were no patient symptoms or injuries related to this event. At the time of this report, the patient was alive with no injury or no adverse event. Drug delivered via the device was lioresal.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).